Manufacturer narrative:
Checking the quality database revealed no anomaly in relation with the described defect. No other complaint was found regarding the lot number 8980719. One used packaging received. This one was empty and opened with a scar object at one extremity juste before the sealing. Packaging was correctly sealed at our manufacturing plant. No root cause was defined about this issue.

Event description:
According to the available information, the inner package of the dialator was cut near sealing.

Event description:
According to available information, the inner packaging of this device was not sealed. The inner package was cut near the seal.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.